Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use. The patient was connected at the time of the alarm. The patient line had been primed before connecting and a patient extension line was not in use. The supplies were not damaged by an outlet port clamp or assist device. The home patient (hp) stated that he disconnected to use the restroom earlier in treatment then the alarm occurred later. He called his registered nurse (rn) who advised him to call baxter. The tsr explained the alarm and that since the hp was connected at time of the alarm, he should call his rn and explain that he had air detected in the lines. The hp understood and proper procedures were reviewed. The alarm was then cleared. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.